Event description:
Pt admitted with a diagnosis of pneumonia/ards. On ventilator for 3 weeks with a tracheostomy. Six other ventilators in use in ICU at the time. Pt became disconnected from vent. Staff were unable to hear ventilator alarms and responded only when the cardiac monitor bradycardia alarm sounded. Unable to resuscitate pt. 13 bed ICU unit is large. Adjustable alarm volume control was on lowest setting. Machine did not malfunction. Alarm volumes were checked with MFR specs using a decibel meter: low-66dba, high-72 dba. Machine was tested in same room. On low volume setting, alarm was difficult to hear in nurse's station. Alarm tone seems to blend in with background noises, other alarms.